Manufacturer narrative:
Results: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for leakage with the incident lot was not observed. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode for leakage was not observed as all samples met specifications. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: bd was unable to duplicate or confirm the customer's indicated failure mode. Based on the investigation, a root cause could not be determined within the scope of this evaluation.

Event description:
It was reported that the bd vacutainer® adapter with luer adapter leaked while drawing blood. No serious injury or medical intervention.